Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that, the patient experienced 4 cannula kinked events between 11-may-2024. And 03-jun-2024. The cannula was noticed to be kinked within 3 hours of insertion. The patient replaced the infusion set and resumed insulin delivered successfully. Unomedical do not see kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can kinked slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 4.